Event description:
It was reported that one of the keith needles broke during an ipp implant procedure. The keith needle was used in the furlow insertion tool, when the needle was pushed out of the tip of the patient's penis the physician went to clamp the needle to pull it out and the needle broke. Half of the needle remained in the furlow insertion tool. The physician was able to use the other needle without issue to complete the procedure. No patient complications were reported.

Manufacturer narrative:
Common device name from penile prosthesis to device, impotence, mechanical/hydraulic PMA/510(k) from k821628 to n970012.